Event description:
It was reported during an MRI procedure, the pt experienced a jolt from his scs system and since he is unable to turn on the stimulation. An sjm representative met with the pt and confirmed the pt does not have stimulation and his ipg will not communicate with external devices. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.